Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unit shut down on its own and the screen went dark. The pharmacy technician attempted to reboot the pyxis by using the power switch on the back and by unplugging the power cord from the outlet. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the device not turning on was due to damaged pyxibus cable with exposed copper strands causing thermal damage and functionality issues. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported conditlon of pyxis would not turn on was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) reported that the device would not boot up. Troubleshooting identified aux 2 as the cause preventing the device from booting. Inspection revealed a damaged bus cable, which was replaced. After testing, the device still failed to boot, and the aux module controller was also identified as contributing to the issue. The controller was replaced, and the device was tested again. The device is how operational and successfully rebooted to the application. During dchu visual inspection pn 121085-01: assy cbl pyxibus 7 drawer (a): was received with the black marks and copper strands exposed. Assy cbl pyxibus 7 drawer (b): was received with the black marks and copper strands exposed. Pn 119564-11: was received with no signs of physical damage, fluid ingress or missing components. During dchu testing pn 121085-01: assy cbl pyxibus 7 drawer (a): the testing from dchu was not necessarily due to the thermal damage observed. Assy cbl pyxibus 7 drawer (b): the testing from dchu was not necessarily due to the thermal damage observed. Pn 119564-11: successfully passed the dmm and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint pyxis would not turn on was due to both damaged "assy cbl pyxibus 7 drawer (pn 121085-01) which had signs of exposed copper strands which led to the observed thermal damage compromising the drawer's functionality.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis would not turn on. A field service engineer (fse) found device would not boot up. Fse trace and found auxiliary 2 causing the device unable to boot. Fse inspect and found bus cable damaged. Fse replaced bus cable and test again, found aux module controller also causing unable to boot. Fse replaced and test again. The device is now operational. Fse reboot the application, issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unit shut down on its own and the screen went dark. The pharmacy technician attempted to reboot the pyxis by using the power switch on the back and by unplugging the power cord from the outlet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.